Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.75x20mm drug eluting stent to a saphenous vein graft (svg), but was unable to cross a previously placed stent. The taxus stent became tangled and would not pass through. Upon removal of the stent delivery system (sds) it was noted that the stent struts were flared. The previously placed stent was then pre-dilated and they were able to successfully place other taxus stents. No patient injuries or complications were reported. Patient status post procedure is noted as ok.